Manufacturer narrative:
Guidewire was added to device code in initial report was an error and it is corrected in follow up report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure that the guidewire was stuck into the lead lumen while inserting the lead into the coronary sinus and was unable to be pulled out. It was considered that venous pressure was so high that there were lots of backflow of blood. The lead was explanted and a new lead was successfully implanted. No patient consequences were reported.